Event description:
It was reported that the t:slim x2 pump battery would not charge, and the caller was receiving a power alert. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up by technical support, and no additional actions were reported.